Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, bowel problems, and bleeding. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-02145. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02145. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior colporrhaphy, and vaginal extraperitoneal colopexy.

Event description:
It was reported that the patient concurrently underwent anterior colporrhaphy, and vaginal extraperitoneal colopexy.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that the patient underwent posterior colporrhaphy and enterocele repair, vaginal extraperitoneal colposuspension utilizing a posterior elevate system, insertion of graft for correction of support defect on (B)(6) 2015 by (B)(6) at (B)(6).